Manufacturer narrative:
The test strips failed testing. The reported issue was confirmed. The test strips were found to be misclassified by the meter; the meter reported "control solution" when blood had been applied to the strip. In addition, a secondary issue was noted when an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.